Event description:
An end user reported that a pump was having issues with not infusing. The pump has a wire holding the plug in the back that was broken. Medication was unknown. Infusion parameters were unknown.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Manufacturer narrative:
The flowrate and visual inspection tests test were performed on z-800wf infusion pump, serial number (B)(6) by running flowrate test and visual inspection test in the above section, the issue was confirmed. Power filter screw and wire holder was replaced. The pump is operating within specifications and passed flowrate with 124.04 and deviation of .31.